Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with a hypoglycemic event, including a lowest reading of 40 mg/dl and approximately one hour below target, after a prior episode of hyperglycemia attributed to a bent cannula that was addressed with customer care; the user also inquired about insulin delivery during lows and was advised that the system suspends insulin at a threshold of 80 mg/dl. Symptoms included delirium during the hypoglycemic episode. Outcomes included self-treatment for the low and no professional medical intervention or backup therapy. Investigation included troubleshooting and user education. Investigation of this case revealed no alerts or alarms and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.